Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿study on bowel endoscopic ercp (be-ercp) using small intestinal scope in the bile duct stone for the elderly patients who experienced intestinal reconstructive surgery¿ that was made in public in 26th japan digestive disease week (jddw). The literature reported the result of the be-ercp procedures for bile duct stones in 189 cases for the elderly patients and the procedures were conducted between november 2008 and january 2018 at user facility. In the procedures, pancreatitis (1.2%: over 75 years, 1.9%: under 75 years), perforation (4.7%: over 75 years, 3.8%: under 75 years), bleeding (1.2%: over 75 years, 1.9%: under 75 years) and respiratory failure (0%: over 75 years, 1.0%: under 75 years) as accidental symptom reportedly occurred. In the jddw, it was also reported that olympus small intestinal videoscope model sif-q260 or sif-h290s were used in the procedures. Omsc tried to obtain detailed information, but additional information was not obtained. Omsc is submitting MDR according to the number of types of the accidental symptom. This is 1 of 4 reports.